Event description:
Patient presented for revision after traumatic event. Surgeon suspected poly insert had broken in the event. During revision, the poly insert was found to broken. New insert was implanted.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned.